Manufacturer narrative:
Pt's age: 18 years or older. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure, the sterile package was found to be unsealed. A percutaneous coronary intervention treatment procedure was being performed for a lesion in the left anterior descending (lad) artery. The physician wanted to use a 3.00x12mm maverick 2 balloon catheter; however, while unpacking the device, it was noticed the sterile package was not sealed. It was reported the package was completely opened. There was no damage noted to the outer box containing the sterile package. The procedure was completed with the use of another device. No patient complications occurred.